Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited high capture threshold and undersensing. The ra lead was explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of inadequate capture and under-sensing were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts.